Event description:
The available death information has been reviewed by the device manufacturer and with the available information has been determined to be unlikely sudep. The cause of death is neuronal ceroid lipofuscinosis and cardiac arrest, unspecified.

Event description:
The physician¿s office reported that the patient was last seen on (B)(6) 2009. They have no information on the death and are unable to speculate on whether there is a relationship to vns. The national death index (ndi) database was reviewed indicating the cause and date of death. The cause of death was reported to be neuronal ceroid lipofuscinosis and unspecified cardiac arrest. Date of death was (B)(6) 2009.

Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away. The cause of death and its relationship to vns are unknown. No further information relevant to the death was provided nor has been received to date.